Event description:
The nurse reported that the pt was experiencing numbness, weakness and paralysis. The reporter believes that the pt is on morphine 50 mg/ml but it was not sure of this as the pt is at a "neighboring hosp" and she does not currently have access to this info. A follow-up report will be sent if additional info becomes available to us.